Event description:
In evening while changing my IV bag on a baby in room, a nic view camera pole adjacent to the pump with 4 sharp zip ties has scratched my mid forearm which led me to sustained about 2 inches scratch. Bleeding was noted. Cleaned and covered with tegaderm. Manufacturer response for nicview camera and pole, nicview (per site reporter).